Event description:
Pt presents to the ed in mild dka. Pt has a medtronic insulin pump; however, states for the past 24 hr, she has been bolusing herself insulin and has not even touched her blood sugar. Pt has been using the minimed medtronic 670g insulin pump. Pt presents with a glucose of 571 with an anion gap of 16, a positive beta hydroxybutyrate, ketones in her urine. She was started on insulin drip. At home she is on a medtronic 670g with a basal rate of 1.9, a carb ratio of 1:12, and a sensitivity factor of 1:20. FDA safety report ID # (B)(4).